Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic ketoacidosis and acute kidney injury. The customer¿s blood glucose level was 671 mg/dl. The customer also stated that the insulin pump was not working. The customer gave positive test for ketones. The customer took insulin subcutaneous injection. In hospital, customer was treated with insulin drip and then switched back to insulin shots. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. The drive support cap was appear to be normal. The customer reported small bubble close to the needle, a quarter of an inch long. The customer reported bubbles in the reservoir. The insulin pump delivered entire 5u of insulin without any alarm. The insulin pump failed high pressure test. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08745 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No absence of occlusion alarm noted. Unit powered up properly after the test battery was installed. Device was monitored for 1 day. No blank display noted. Device uploaded properly using carelink. Device had cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).